Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Per the event description, the cause of the reported problem was a loose connection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that there was a loose connection in the set up that caused the alarm. The technical service representative assisted in clearing the alarm by cycling the power on the device. There was no patient injury or medical intervention associated with this event. No additional information is available.